Manufacturer narrative:
FDA notified. Medwatch reference: mw5107466. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact was reported.   The following information was provided by the initial reporter: ultrasound IV 20 gauge needle would not retract.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact was reported.   The following information was provided by the initial reporter: ultrasound IV 20 gauge needle would not retract.